Manufacturer narrative:
An event regarding dislocation and corrosion involving a metal head was reported. The event for dislocation was not confirmed however, the material analysis confirmed corrosion. Method & results: -device evaluation and results: the material analysis report concluded: the insert exhibited burnishing and scratching. The femoral head showed nothing remarkable on the articulating surface. The base metal was a co-cr-mo alloy consistent with astm f1537 material. The female taper contained small amounts of biological material, metal transfer from the stem and corrosion product. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a medical review was not performed as no additional information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions the investigation concluded that the event of dislocation could not be confirmed however, corrosion was confirmed through the material analysis report. The mar report indicated, ¿the female taper contained small amounts of biological material, metal transfer from the stem and corrosion product.¿ the exact cause of the events could not be determined as insufficient information was provided. If additional information becomes available, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Patient's left hip was revised due to recurring dislocations (2 or 3x - all resolved via closed reduction) prior to revision. Revised a 40 mm head and liner, surgeon noted some wear at the head and poly junction and noted wear on poly - revised to constrained liner and head. The female taper contained small amounts of biological material, metal transfer from the stem and corrosion product.